Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The customer states that the bed will no longer move the up and down - hi/lo. MDR filed.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. The malfunction has not been confirmed.